Event description:
Clinical study. Clinical assessment indicated that the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. One 14mm long target lesion located in the 1st obtuse marginal with 95% stenosis and a 2.5mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 2.5x16m study stent. Of note, after the second pre-treatment balloon, a type b dissection was present. Final diameter stenosis was reduced t0 0%. The patient had a non-target lesion located in the proximal rca treated with a commercial stent, reducing the stenosis to 0%. The patient was discharged one day later on protocol doses of asa/plavix. On day 762, the patient underwent cardiac catheterization for complaints of lower extremity swelling, chest pain, and dyspnea consistent with chf. Also of concern was progression of the patient aortic stenosis. Core lab qca report notes 39.11% stenosis in projection 1 of target vessel and 14.53% stenosis in projection 2. No intervention was performed; patient was referred for CABG and aortic valve replacement. Five days later, the patient returned to the study site and underwent CABG with lima to lad, reversed svg to omi (target vessel) and reversed svg to r-pda. Patient also underwent aortic valve replacement. Patient was discharged 14 days later to a rehabilitation facility on aspirin and plavix. In the opinion of the physician, there was a possible relationship of the tvr to the study stent and index procedure. In the opinion of the physician, there is a probable relationship of the tvr to a prior co-morbid condition,

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to deterimine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.